Manufacturer narrative:
(B)(4). Date of event corrected from (B)(6) 2010 to (B)(6) 2010. (B)(4). Evaluation summary: evaluation of the returned device found the device was returned without firing the clip and the returned condition substantiated the reported failure to completely split the sheath. Inspection of the returned device indicated that the proximal end of the flex-guide was heavily carved by the delivery tubeset when depressing the plunger to deploy the locator wings. This initiates the thumb advancer deployment and sheath splitting which resulted in the bent garage leaves that punctured and tore the sheath. Subsequently, the thumb advancer deployment and sheath splitting were stopped due to excessive resistance. Instead of manually retracting the thumb advancer and activating the safety release mechanism to facilitate device removal as reported, it was found that the device was forcibly removed from the patient anatomy without collapsing the locator wings, causing the wings to bend. Based on the investigation findings, the probable root cause for the flex-guide carving that subsequently resulted in incomplete thumb advancer deployment and sheath splitting is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Subsequent to the initial medwatch, additional information was received: a 7fr sheath was exchanged for starclose sheath. Sheath engagement and vessel locator deployment (step 1 & 2) were accomplished without problems. Clip delivery (step 3) was attempted; however, the operator was unable to complete sheath splitting due to an accordion like effect of sheath. Reportedly, the physician depressed the safety release and the device was removed without deploying the clip and avoided any damage to the artery. There were no reported adverse patient effects.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the clip was deployed and the device removed from the patient anatomy, hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.